Event description:
It was reported that the remote transmission indicated small r-waves and ventricular high rate episodes with the patient's right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Icf09b45 lead, implanted: (B)(6)2004. (B)(4).